Manufacturer narrative:
One medfusion pump was received with the keypad ripped off. The event history log was reviewed and there was a check syringe plunger sensor message. The power up process was conducted and the "check syringe plunger sensor" message was found at power up. The flippers were intermittently stuck when the plunger lever was pressed and released. The left plunger case will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's plunger pressure sensor was pushed out. There was no reported adverse event.